Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Additional information received reported that the patient still had concerns regarding their device or therapy but were working with their doctor or manufacturing representative. The patient had an appointment on 2015-(B)(6).

Event description:
It was reported that the patient¿s electrode ¿burned out¿ and stimulation was then not reaching the targeted area on her back. Stimulation was stated to have quit working. The patient met with a manufacturer representative (rep) who was able to turn stimulation back on and reprogram but stimulation was not hitting the targeted area. Due to the lead being ¿burned out,¿ it was not getting as high as she needed it; the stimulation was below the targeted area where her pain was. No event was known to have occurred that could¿ve caused the ¿burning out¿ of the lead. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was needed, if the issue was resolved, if the patient was receiving effective therapy, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Other applicable components are: product ID 39565-65 (B)(4) implanted: (B)(6)2013 product type lead product ID 37754 (B)(4) product type recharger product ID 37746 (B)(4) explanted: product type programmer, patient product ID 39565-65 lot# serial# va0133l004 implanted: (B)(6)2013 product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-dec-05 received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient had high impedances and unusable contacts. There were no contributing factors identified. For troubleshooting, the patient was previously reprogrammed various times in (B)(6) and the battery pocket was surgically opened on (B)(6)2017 to interrogate the implantable neurostimulator (ins) and the 5-6-5 surgical paddle lead. When the hcp hooked a trailing cable to the leads, it was discovered that high impedances still occurred indicating that the lead was the issue. The patient said they wanted to return to (B)(6) for a lead revision and battery replacement. The old ins was put back into the patient¿s body and they were alive with no injury at the time of the report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they "had lost "8 of the 16 electrodes about 2 years after implant. The patient also reported that they were not getting therapeutic coverage when the stimulation was not hitting the target area. The patient mentioned that they had lost therapeutic coverage and that they only could feel stimulation from their buttocks down to their toe. The patient also stated that the ins was loose in the pocket and that they had fluoroscopy done to see if the leads have moved but they did not remember when. The patient also mentioned that they had lost (B)(6) in the last couple of years. No further complications are anticipated.